Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise. The noise was oversensed resulting in inappropriate shock therapy and pacing inhibition for greater than two seconds of asystole. Noise was able to be recreated with arm movements. Boston scientific technical services (ts) discussed troubleshooting options. A lead insulation issue was suspected, however, not confirmed. An invasive procedure was performed. This lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Two unidentified leads were returned with the other concomitant products. These unidentified leads both had extensive damage (most likely due to user handling) to the point where the product serial numbers could not be confirmed. Due to the condition in which the products were returned, analysis could not be completed in efforts to try and confirm the reported field allegations.